Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states mother has had pw for year and hasn't used it and now trying to use it and it does not work. Per (B)(6) (cg) there is no suction - sn (B)(6), lot# 10140008. Rep did t/s lid-passed opened. T/s water test-350 ml in 30 secs - failed water advised to replace kit with reasons for replacing every 60 days. (B)(6) will do online. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Event description:
It was reported that the customer states mother has had pw for year and hasn't used it and now trying to use it and it does not work. Per bernice (cg) there is no suction- sn (B)(6), lot# 10140008. Rep did t/s lid-passed opened. T/s water test-350 ml in 30 secs- failed water advised to replace kit with reasons for replacing every 60 days. Debbie will do online. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. There were no health consequences nor impact reported by user. Thus, this event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.